Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 25mm amplatzer amulet left atrial appendage occluder was chosen for implant using an 12f unknown delivery system. During procedure, the international normalized ratio (inr) was 1.8 and the activated clotting levels were greater than 400s and heparin was administered. The amulet was implanted in a single deployment. After the procedure, plavix was given. Four hours after the implant procedure, the patient had a drop in blood pressure and transthoracic echocardiogram (tte) showed a pericardial effusion in the around apex. The pericardial effusion lead cardiac tamponade. On (B)(6) 2024, patient was extubated, no one was available to do pericardiocentesis and patient was moved to operation room and a small window was opened and 500ml of blood was drained. There was no active bleeding and patient was moved to intensive care unit (ICU) for monitoring. And the tubes were removed (B)(6) 2024. The patient was reported discharged.

Manufacturer narrative:
An event of drop in blood pressure four hours after implant, pericardial effusion in the around apex that lead cardiac tamponade was reported. The patient was moved to operation room and a small window was opened and 500 ml of blood was drained. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Imaging provided by field was reviewed. The device was implanted per IFU however, the disc was pushed by the cable which ultimately lead to the disc below the pulmonary vein ridge. There was a very long tension test that was performed to also help the disc reach the tip of the ridge. Based on the location of the transverse sinus, contractile appendage, and thin tissue in the proximal location, this may have lead to the pericardial effusion. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.